Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined, however, based on the reported information, it is probable that the air inside the endoscope expanded and the tip ruptured because the eto cap was not attached to the vent connector during sterrad sterilization.. The event can be prevented by following the instructions for use which state: ¿attach the eto cap to the venting connector of the endoscope prior to sterrad® 100s/nx® sterilization. If the eto cap is not attached to the venting connector during sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition, the bending section cover had a hole/cut. The bending section cover glue was peeling. The insertion tube had a white mark, and the olympus logo was missing. The battery mark was missing. There was a leak on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the oes cystonephrofiberscope was put in sterrad without a cap and the end exploded. The event occurred during reprocessing. There was no report of patient harm associated with this event.